Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v082175, implanted: 2008-(B)(6), product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was no longer effective for them. They stated that the device still functions but is not effective. The patient also stated that their bladder was ¿kaput¿.it was later reported that the patient was having her device removed as it was not helping.